Event description:
The customer stated that the central monitoring system (cns) was getting a "display settings failed" message. The application would not start, and the cns was unable to monitor pts.